Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of the wand was damaged and broke off during use. The broken pieces were removed from the patient using graspers and suction. Surgery delayed 30 minutes. No injury or other complications reported.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the top remaining electrode legs and rounded edges on the bottom electrode. There is also scratch marks on the exposed shaft and scuff marks present on the spacer. The second (2nd) returned device did not show any components detached from the tip. There are no manufacturing abnormalities visually observed with the returned devices. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created on the remaining bottom electrode legs. The suction line was tested and performed as intended. The second (2nd) returned device functionally performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. The second (2nd) returned device did not show any discrepancies or detachment of components from the tip. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the wand was damaged and broke off during use. The broken pieces were removed from the patient using graspers and suction. Surgery delayed 30 minutes. No injury or other complications reported. Complaint 1 of 2. See (B)(4) for 2nd failed device.